Event description:
It was reported that during the pulse generator interrogation, the patient experienced lightheadedness and near syncope. The device was reprogrammed.

Manufacturer narrative:
No intervention was reported.